Manufacturer narrative:
The following sections were updated in this report: date received by MFR, evaluation codes and device evaluated by MFR? Complaint conclusion: during the use of two 5f tempo catheters (100 cm), it was noted that there is a cutting in the catheters. There was no report of patient injury. The procedure was completed with another same like product. During the opening of the catheters, the surgeon found that the catheters looked like ¿hung¿ and with no fold. The devices were not compressed/crushed. The products were stored, inspected and prepped per IFU. The cut in the materials are accurate. There is no fold mark or any other oversight. The devices were not clinically used as the ¿cut¿ was detected as soon as the cartons were opened. The cut ends were hanging (hung). Two non-sterile diagnostic cardiology catheters from product cath tempo 5f sim 3 100 cm were received coiled inside of a plastic bag. Both units showed their distal section separated from their bodies; one of the units showed a 9 cm distal section separated from its body while the second one showed a 10 cm distal section. One of the distal sections were surrounded by a pink tape. Also, it was observed that during the handling of both distal sections, during their measurement, they suddenly fractured in several sections as the catheter surface felt brittle. No other anomalies were observed. A meeting was held with the pet to review the received units and after the units inspection was concluded that the observed defect were not related to the manufacturing process. Two samples of the catheter with evident cracking condition were submitted to the quality assurance analytical laboratory for tga\ftir testing. Samples were submitted in order to determine, if possible, what type of deterioration occurred. A series of analyses were carried out on the samples and results were compared against a ¿control¿ sample. Ir data revealed that chemical structure and functional groups remain mostly unaltered on complaint unit, however ir bands due hint to a possible degradation, specifically, chain scission within the polymer. In addition tga data confirmed advanced degradation in this part of catheter. This suggests a potential degradation of the material caused by an external source such as direct sunlight, humidity or excessive temperature. The exact mechanism, however, is unknown. A review of lot 17025744 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.  The reported ¿catheter (body/shaft) - puncture/cut - prior to use¿ was confirmed during analysis. The exact cause of the failure experienced by the customer could not be conclusively determined. However, based on the information provided, handling/storage factors may have contributed to the issue reported as evidenced by the tga/ftir results suggesting external source degradation. According to the instructions for use (IFU), ¿store in a cool, dark, dry place. Do not use if package is open or damaged. Exposure to temperatures above 54 c (130 f) may damage the catheter.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot was performed and the following was found:  review of lot 17025744 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
During the use of two 5f tempo catheters (100cm), it was noted that there is a cutting in the catheters.  There was no report of patient injury.  The procedure was completed with another same like project. The products will be returned for analysis.  Additional information received indicated that during the opening of the catheters, the surgeon found that the catheters looked like ¿hung¿ and with no fold. The devices were not compressed/crushed.  The products were stored, inspected and prepped per IFU.  The cut in the materials are accurate. There is no fold mark or any other oversight.  The devices were not clinically used as the ¿cut¿ was detected as soon as the cartons were opened. The cut ends were hanging (hung).